Event description:
International affiliate reports the valve could not be reprogrammed and the patient developed hydrocephalus. The surgeon found leakage of contrast medium from the shunt system on x-ray. The valve was explanted and replaced.